Event description:
It was reported that the customer receive da no delivery alarm while changing the infusion set and filling the tubing. The customer's blood glucose was 167 mg/dl. Troubleshooting was done. The insulin was able to exit the tubing, rewind the insulin pump and run a manually prime all successfully. The customer stated that the insulin pump did not alarm no delivery. Advised customer that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.